Event description:
During attempted closed nailing of right tib-fib fx plastic tube shattered during routine use. Fracture site was opened for retrieval of fragments and fracture reduction and fixation proceeded to completion.